Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this electrode detected low r-wave amplitudes from implant values. There was also evidence of oversensing. The associated subcutaneous implantable cardioverter defibrillator (s-ICD) was reprogrammed. Boston scientific technical services (ts) noted that the sudden decrease in amplitudes could be patient condition related or possible movement of the electrode. Ts recommended obtaining an x-ray to verify electrode placement. The physician elected not to perform the x-ray. The device system remains in service. No additional adverse patient effects were reported.